Manufacturer narrative:
E1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to replace the speaker. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx750 patient monitor. The issue happens from time to time and is temporarily resolved, when doing a restart. It is unknown if sound was still coming from the device at the time of the inop. The device was in use on a patient. There was no report of patient or user harm.